Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the septum on the pacemaker header had fallen off and was damaged. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of the septum came off the device was not confirmed. Analysis revealed that the septum did not fall off the device or come loose. Instead, it was found the septum had been purposely and intentionally cut out of the device header septum cavity by someone using a knife or other sharp tool. Examination showed the septum had originally been firmly sealed into the header septum cavity with no evidence of manufacturing or assembly defects. The setscrew was found normal and undamaged. Findings indicate the septum was intentionally cut out and removed by an individual after the device was taken out of its packaging in the field for reasons not given.